Event description:
It was reported that a patient presented to clinic for follow-up on (B)(6) 2021. Device interrogation revealed backup mode on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. On (B)(6) 2022, the ICD went into eri prematurely. The physician believes the premature battery depletion was as a result of the backup mode. The physician elected to explant and replace the ICD on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of backup vvi was confirmed via the field device image. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the bvvi operation was due to an event queue overflow caused by electrical component anomaly.